Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 140 mg/dl and 325 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that the customer did not take any of his normal metformin medication because he felt fine. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.